Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device with pro access and dissector system. The visual inspection of the product noted that the obturator top was disengaged. The inflation syringe was not received. The insufflation bulb was not received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the dissector balloon was inflated using a test insufflation bulb, no leaks detected. The trocar balloon was inflated using a test inflation syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic tep inguinal hernia repair procedure, the dissection balloon would not inflate during the total extra peritoneal portion of the procedure that requires 30-40 pumps to inflate balloon. Another device was used in order to complete the case. There was no patient injury.